Event description:
During a surgical procedure using our pks super pulse generator and electrode, the surgeon suffered an electrical shock. The patient was not harmed during the procedure and the surgeon had no injury.

Manufacturer narrative:
Age of device: 4+ years. Due to the nature of the customer complaint, the generator was tested on arrival for electrical safety. The generator passed all safety tests. The fully tested generator underwent - 2 x burn-in and retested for electrical safety - passed all tests. Conclusion: root cause could not be determined. The generator was fully within specification and no fault could be found. Following the investigation the generator software has been upgraded to v2.23.